Event description:
Customer reported receiving erratic readings on their precision xtra/optium blood glucose meter. The customer obtained readings of 20 mg/dl and 80 mg/dl within a ten minutes timeframe. Both tests were performed on the finger. The results, when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned meter (B)(4) and test strips (B)(4). It should be noted, the customer reported not washing their hands prior to testing, a known cause of imprecise readings. The complaint is under investigation, and a follow-up report will be filed once the investigation is complete.